Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during an open reduction and internal fixation for dislocation of left elbow surgery on (B)(6) 2025. The procedure was successfully completed by using another new ar-1927bcf-45. Ar-1922p and ar-2324ptb were used to prepare the bone socket. No fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45, corkscrew®, batch 15327656, was received for investigation. Visual evaluation noted that the anchor was damaged and broken off at the distal end. Functional testing was not performed due to damage to the device. The most likely cause is misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the screw during insertion. The complaint allegation is confirmed.